Event description:
Bipolar device broke, unable to find the pieces manufacturer response (as per reporter) for endoscopic vein harvesting system, ktv 15no contact directly to the hospital or or. Representative spoke to a physicians assistant about the problem. Rep had told him that the breakage may be due to a reaction of the metal in the tip with the protective covering used during the sterilization process. The company also recommended to him using the device at a setting of no higher than 30.

Event description:
Bipolar device broke, unable to find the pieces manufacturer response (as per reporter) for endoscopic vein harvesting system, ktv 15no contact directly to the hospital or or. Representative spoke to a physicians assistant about the problem. Rep had told him that the breakage may be due to a reaction of the metal in the tip with the protective covering used during the sterilization process. The company also recommended to him using the device at a setting of no higher than 30.